Event description:
It was reported that during primary replacement, there was a broach to stem mismatch. An accolade broach size 3 sat at appropriate level then hip size 3 stem sunk below level of broach. Surgeon used a 3.5 stem to make up difference in leg lengths, surgeon complains there was a 3-4mm difference between broach and actual stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.